Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that bellow covers when attempting to move the gantry in the x-direction. A broken bellows side inhibited the gantry from moving freely. The cover was then replaced and the system was reassembled. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a procedure, when attempting to extend the gantry of the imaging system in the x-direction it would not fully extend. After about two inches of extension the system would make an audible clicking noise and not extend. Side panel showed wear marks. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.